Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed; analysis revealed that the distal conductor was distorted. There was also an overstress fracture of the distal conductor, the inner insulation was kinked/buckled, there was blood in/on the helix mechanisms, and the lead was stretched and damaged at implant. Visual analysis noted that the lead was distorted within the connector. The distal conductor had been over-retracted and therefore the helix would not extend due to the distortion within the connector.

Event description:
It was reported that during the implant attempt, the physician was not satisfied with the readings on the lead in the first position. The physician then attempted to reposition the lead. After several rotations, the helix would not retract. The lead was pulled out with manipulation. The helix still would not retract after it was taken out. The lead was not used. No patient complications have been reported as a result of this event.